Event description:
Stapler jammed and caused the surgeon to have to suggest a new stapler. There was no outcome attributed to the failure of the item except for loss of time and aggravation to the surgeon and cost of stapler.

Manufacturer narrative:
Investigation findings: finished good (B)(4) is supplied to deroyal by (B)(4). The scar log was reviewed and previous reports of this failure have been found. (B)(4) was issued on (B)(4) 2013. An add'l follow up with the vendor was performed on (B)(4) 2013. The vendor's response was received (B)(4) 2013. The qc complaint specialist contacted the customer in reference to the sample. The sample has been discarded and the remaining on hand inventory has been used by the customer. It was indicated that the jamming occurred during the halfway point of the product usage. Within the branch plant notification, a request was submitted to each of the facilities to review their inventory to identify if the lot number reported is available for review. The product was available and a case of the inventory was reviewed and found acceptable. Correction: as per the customer's request, a replacement has been shipped on (B)(4). Root cause analysis: (B)(4): complaint cannot be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Corrective action and/or systemic correction action taken: (B)(4): complaint cannot be confirmed since the sample was not available for investigation; however, we will continue to monitor and trend relating complaints. Preventive action: (B)(4): we will continue to monitor and trend relating complaints. This report is being filed due to a retrospective review of complaints. This complaint has been re-opened for further investigation. A supplemental report will be filed if further investigation provides info which changes the content of this report.